Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the bolus screen was highlighted and the buttons started scrolling and did not stop until it went to go and the pump vibrated. The patient also stated that the keypad was sticking. The patient reportedly wore the pump under a garment, against the body or in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The following information should be added to the incident report: the patient confirmed that the bolus history was reviewed and did not receive a bolus.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: evaluation revealed that the keypad cover is intact. All of the keypad buttons respond intermittently. The display is dim/fading/reddish. The keypad cover was removed and contamination was found under all contacts. The battery compartment is cracked below pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.